Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, there is possibility that the foreign material adhering to the forceps elevator was caused by the following: -the forceps elevator and distal end components were corroded as the user stored the device with moisture remaining on the distal end. -foreign material remained around and under the forceps elevator due to improper reprocessing performed by the user. From the inspection result by the olympus repair center, omsc confirmed that there was evidence of physical stress on the distal end of the device, such as scratches on the light guide lens and chipping of the adhesive on the bending section rubber. Based on the above information and the past similar cases, there is possibility that the adhesive on the ccd cover glass was damaged by the application of external stress such as bumping or dropping to the distal end. Alternatively, it may have been damaged due to deterioration of the adhesive due to chemical stress caused by the chemical solution used during reprocessing. The instruction manual provides the procedure for checking that there is no foreign material adhering to the device before use. Therefore, the user was able to detect the adhesion of foreign material during the preparation for use. However, since the user facility did not point out the adhesion of foreign material, omsc determined that the user's handling deviated from the instruction manual from the viewpoint of conducting preparation for use. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported foreign material adhesion. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center in hamburg for evaluation. Olympus repair center inspected the device and confirmed the following; the instrument channel was damaged due to repeated insertion and removal of a brush or endotherapy accessory, and there was a leakage at the instrument channel due to a pinhole. The instrument channel was slightly scratched and squeezed. The light guide cover glass was damaged and scratched. The adhesive on the ccd cover glass was damaged. The bending section rubber swelled and the adhesive of the bending section rubber was chipped. There was play in angulation. According to information provided by the user facility, the sheath at the distal end loosened, and four balloons were destroyed while using the device. The defect reported by the user facility was confirmed during an inspection at the olympus repair center. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus repair center in hamburg and found that there was foreign material on the forceps elevator of the distal end. There was no report of patient injury associated with the event.